Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure is being investigated at the vendor. The root cause is underway at vendor. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.